Manufacturer narrative:
Carefusion tech support specialist determined that the probable root cause of the reported event was a faulty user interface module. A replacement user interface module was shipped to the customer. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for eval. As of (B)(6) 2015 the alleged user interface module has not been received. Should the alleged user interface module be received and evaluated, a follow up medwatch report will be submitted.

Event description:
This complaint originated from our foreign distributor in (B)(6). The customer called carefusion tech support to report a blank screen. The customer also stated that when the unit is powered on, the screen and back light is off. No pt involvement at the time of the incident.